Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed top case cracked by ECMO label(chemical) and right plunger case (cracked). Motor rate error was found during occlusion test. The root cause of the reported issue normal wear, device was manufactured in 2011. Combination of old style motor bracket, old blue worm gear also leadscrew and clutch halves were found old and dirty. Actions taken to mitigate the reported issue: replaced motor bracket, worm coupling, delrin washer, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed. UDI information is unknown.

Event description:
It was reported that a motor rate issue event occurred. No patient injury reported.